Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging severe sleep apnea, . There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging severe sleep apnea. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer.the manufacturer found evidence of external source of white talc beginning in the inlet filter bezel. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. In the intial report b5 section was mentioned incorrectly which should have been as below- the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. Section b7, d9, g3, h6 has been updated / corrected.